Event description:
It was reported that when the device was used during an unknown procedure, it jammed on the tissue. Another device was used to complete the case. There was no consequence to the pt.